Event description:
(B)(6) reported that his pump's battery was draining faster than normal and there were scratches on the screen making it hard to see. There was no adverse impact to the customer¿s blood glucose level. (B)(6) declined further troubleshooting and is in the process of obtaining a new pump through insurance, with no additional action required from technical support.